Manufacturer narrative:
1788tc-52 lead. Implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced increasing weakness. It was also reported that the patient experienced a heart rate lower than that of the programmed lower rate of the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.